Manufacturer narrative:
The malfunction occurred during a procedure and the patient was under anesthesia. There was a one hour delay while a backup lithotripter was brought in the complete the procedure. No patient injury was reported. The malfunctioning device was serviced in the field and was returned to full operation.

Event description:
Tech filled the therapy head up with water; then the system lost power.